Manufacturer narrative:
Device analysis: one smiths medical cadd legacy plus pump was returned for analysis. During testing, the customer's reported problem was confirmed. Pump was found to be displaying "1660" error code alarm message, after batteries are inserted. A faulty microprocessor unit board will be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed. And the problem source of the reported event is unknown.

Event description:
It was reported the device gave error code 1660 alarm.